Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 350 mg/dl at the time of incident. The customer also stated that the insulin pump would not rewind if the reservoir was in place. The customer stated that the insulin was not stored at room temperature. The customer performed a 5 unit fixed prime. The customer stated that the not all of the air bubble was removed after the fixed prime performed. The customer performed plunger push. The customer stated that there were no air bubbles left on the reservoir and on the tubing. The reservoir will not be returned for analysis.